Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 530 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer administered a correction bolus via the pump to address bg. Customer will update their pump settings to address the event.